Event description:
A pt reported experiencing hyperglycemia while using a one touch meter. In 2001, pt was at a hosp lab doing a fasting blood glucose test. After the test, pt's blood glucose was 249mg/dl on the ot meter at 09:55am. Later, pt took the morning set amount of insulin and ate breakfast while still at the hosp. Pt started experiencing nausea and loss of vision. Pt had a stress test done to rule out a heart attack. The stress test was negative. Pt's blood glucose was 400mg/dl on hosp meter at 11:00am. No treatment was given or required and pt returned home. No further info was provided.